Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used in posterior lumbar interbody fusion therapy for lumbar spinal stenosis. Levels implanted were l4/5. It was reported that two products were used during the operation on (B)(6) 2024. Reclosing of the right side cage progressed in april, june, and august of the same year, and then backed out. On (B)(6) 2025, symptoms worsened during the outpatient visit, and a root block was performed on the same day. Pain in the legs occurred depending on posture were the patient symptoms reported.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. D6b: product remains in patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.